Manufacturer narrative:
This patient was first operated for a hip revision with a tmars solution a few months ago. The surgery went well but the patient developed a low-grade infection and that¿s why the surgeon decided to revised the implants. Surgery went out on (B)(6) 2018. No postoperative complication of the patient reported. This patient is now doing very well. Unknown lot number: no device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. It is a custom made implant coming from the us for a patient in (B)(6). There is no confirmation that zimmer biomet product did not perform to expectation. The product involved with the event has the unknown part number and lot number. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Revision due to infection. This patient was first operated for a hip revision with a tmars solution few months ago. The surgery went well but the patient developed an low grade infection and that¿s why the surgeon decided to revise the implants. Tm revision shell and tm augment is tmt design control part only.